Event description:
It was reported that a malfunction alarm with code malf 16 occurred, and the pump was not resettable. There was no adverse impact to the customer's blood glucose level, which remained below 500 mg/dl. As a corrective action, the customer was instructed by technical support to switch to multiple daily injections (mdi) as a backup insulin therapy, and a replacement pump was agreed to be shipped. The customer acknowledged instructions on preparing the pump for return and utilizing the pre-paid return label within ten days.